Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® no additive (z) tubes had hemolysis occur. The following information was provided by the initial reporter: "it was reported that the tubes get hemolyzed."

Manufacturer narrative:
Investigation summary: material #: 366704. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Technical service contacted the customer and notified them that this tube is a discard tube and is not meant to be used for serum testing, a clot activator is needed to obtain a good serum sample.

Event description:
It was reported that bd vacutainer® no additive (z) tubes had hemolysis occur. The following information was provided by the initial reporter: "it was reported that the tubes get hemolyzed."